Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming button error and was not exposed to moisture. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down button keypad traces. The insulin pump had minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.